Manufacturer narrative:
An event regarding crack/fracture involving a duracon insert was reported. The event was confirmed by the photograph provided. Method and results: device evaluation and results: product was not returned however one photograph was provided. The insert in the photograph shows evidence of delamination to point where the insert is also fractured. This fractured section corresponds to the fracture section on the baseplate. The fractured piece of insert was not present in the photograph. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
When revising a duracon tibial baseplate it was found to be broken.